Event description:
It was reported that there have been "problems since implant". There was more volume than expected; specific amounts were not reported. It was unk of there were problems filling the pump. It was also reported that there was an alarm. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a f/u report will be sent if additional information becomes available.